Event description:
It was reported that during the primary surgery, while inserting the trial, the trial cracked. A backup was immediately available.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual inspection confirms the reported crack. There was no patient involvement. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. The reported event regarding a cracked triathlon standard insert trial was confirmed.

Event description:
It was reported that during the primary surgery, while inserting the trial, the trial cracked. A backup was immediately available.